Event description:
Patient admitted to hospital with signs of hemolysis. Tee done, could not rule out thrombus in the pump. Patient was started on heparin and bridged to coumadin. Patient ended up expiring.